Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had repeated motor error alarms on the insulin pump. Customer also reported the insulin would evaporate from the insulin pump. Customer's blood glucose was unknown. Customer declined to troubleshoot for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch noted. However, no unexpected motor error alarms noted; the insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on the lcd window and scratches on the reservoir tube window.